Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this lead, implanted on (B)(6) 2017, was successfully repositioned on (B)(6) 2017 due to lead dislodgement. The dislodgement of this lead was identified during the pre-discharge follow-up and was confirmed with chest x-ray.